Manufacturer narrative:
A ge service rep performed an on site investigation. The contacts of the display boards and adapter were examined. The system was found to be operating as intended.

Event description:
The customer reported the system displayed blank images. No report of pt injury.